Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7082112. Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7082414. Product family: scs-extension.. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7084018. Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7084188..

Event description:
It was reported that approximately half hour following the spinal cord stimulation (scs) permanent trial procedure, the patient could not move his right leg. The patient was taken back to the operating room, and all devices were removed. There was no device malfunction suspected and no report of anything happening during the scs procedure that may have caused or contributed to the issue. The explanted devices will not be returned due to hospital policy. The patient had some improvement, but weakness remains. The patient started physical therapy.